Event description:
Adverse event: "none reported" (no info). Product problem: "iol implanted upside down" (malposition of device). A surgeon reported that an intraocular lens (iol) was implanted upside down due to miscommunication between he and his scrub technician. The surgeon reported the pt was seeing well and doing just fine, he was just inquiring to see if this would create an astigmatic effect or change the power of the iol. The surgeon ended the conversation without giving any contact info. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B) (4). (B) (4). (B) (4).